Manufacturer narrative:
The 5-day box was inadvertently checked in field g6 in the initial report. This report is being submitted to correct this mistake. The 30-day value has been selected in field g6 for this follow-up report.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.